Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the surgeon was not able to open the device in order to release the resected tissue. Since it was the last bite to be resected, he did not open the jaws, but instead, took it out of the patient's abdomen with the tissue held within. No other instrument or manipulations were needed, since it was the last piece to be resected. There was no patient consequence.